Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an interventional procedure of the lower extremity, flexor raabe guiding sheath¿s hub and shaft separated. ¿some¿ calcification was noted within the anatomy. The device was inserted and advanced from the femoral artery to the level of the popliteal artery, over an unknown wire guide. Per the reporter, the physician was not able to perform the intervention with the complaint device. The user attempted to withdraw the sheath over the wire, with the dilator in place; however, resistance was encountered, and the device could not be removed. Reportedly, the hub separated and the sheath ¿came apart¿ in the proximal and middle segments and at the tip. Tip damage was also reported. The hub was not used to pull the sheath from the patient. It is unknown if the procedure was successfully completed. The patient was taken to surgery for open repair and removal of the sheath. The patient was hospitalized; however, it is unknown why. A section of the device did not remain inside the patient¿s body.

Manufacturer narrative:
Summary of event: as reported, during an interventional procedure of the lower extremity, flexor raabe guiding sheath¿s hub and shaft separated. ¿some¿ calcification was noted within the anatomy. The device was inserted and advanced from the femoral artery to the level of the popliteal artery, over an unknown wire guide. Per the reporter, the physician was not able to perform the intervention with the complaint device. The user attempted to withdraw the sheath over the wire, with the dilator in place; however, resistance was encountered, and the device could not be removed. Reportedly, the hub separated and the sheath ¿came apart¿ in the proximal and middle segments and at the tip. Tip damage was also reported. The hub was not used to pull the sheath from the patient. It is unknown if the procedure was successfully completed. The patient was taken to surgery for open repair and removal of the sheath. The patient was hospitalized; however, it is unknown why. A section of the device did not remain inside the patient¿s body. Additional information: d4 = possible lots: 14655505, 14706628, or 16383134 investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook; however, a global shipment search identified three possible lot numbers. A review of device history records found one relevant non-conformance on one device from one of the potential lots; however, the affected product was scrapped prior to release from cook. A review of complaint history found no additional relevant complaints for any potential lot number. The product IFU states that if resistance is encountered during sheath advancement, ¿assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal¿. The IFU also states that reinsertion of the dilator prior to removal of the sheath ¿increases the strength of the sheath and lessens the risk of device separation¿ and suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. The IFU also cautions that all interventional or diagnostic instruments used with the sheath should move freely through the valve and sheath to avoid damage. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. Although one relevant non-conformance was noted on one of the potential lots, the non-conforming product was scrapped prior to release from cook, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. Although it is possible that the patient¿s calcified anatomy may have contributed to the event, this cannot be definitively determined based on the limited information available. The dilator was in place when the user attempted to remove the sheath; however, resistance was encountered, and the sheath could not be removed. The exact conditions experienced during the event cannot be duplicated. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.